Event description:
Manufacturer's rep reported catheter replacement due to catheter being improperly placed and drug was being delivered subcutaneously. The pump was also replaced. The patient was previously receiving morphine 50mg/ml at 20mg/day. The new pump was filled with preservative-free normal saline because a lower drug concentration was needed to program a lower daily morphine dose. Final patient outcome was not reported.